Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('recurring pelvic pain') in a 45-year-old female patient who had essure (batch no. 664436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult cannulation on left side". The patient's medical history included abortion (one), parity 2 (two deliveries) and multigravida. Important diseases, allergies, and gynaecological diseases were denied. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("moderate pain on both sides during essure insertion procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fatigue ("generalised tiredness"), hypoaesthesia ("loss of sensitivity in my lower limbs") and hyporeflexia ("loss of reflexes in my lower limbs"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, procedural pain, hypoaesthesia and hyporeflexia outcome was unknown and the fatigue was resolving. The reporter provided no causality assessment for fatigue, hypoaesthesia, hyporeflexia, pelvic pain and procedural pain with essure. The reporter commented: essure insertion: passage in the cervical canal: easy; paracervical anesthesia: no, visualisation of the tubaric ostia on left and right was good, cannulation on left was difficult and had moderate pain on both sides. After essure removal, the improvement of the patient is evident, general tiredness disappearing. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: satisfactory occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('recurring pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 664436) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult cannulation on left side". The patient's medical history included abortion (one), parity 2 (two deliveries) and multigravida. Important diseases, allergies, and gynaecological diseases were denied. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced procedural pain ("moderate pain on both sides during essure insertion procedure"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fatigue ("generalised tiredness"), hypoaesthesia ("loss of sensitivity in my lower limbs") and hyporeflexia ("loss of reflexes in my lower limbs"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, procedural pain, hypoaesthesia and hyporeflexia outcome was unknown and the fatigue was resolving. The reporter provided no causality assessment for fatigue, hypoaesthesia, hyporeflexia, pelvic pain and procedural pain with essure. The reporter commented: essure insertion: passage in the cervical canal: easy; paracervical anesthesia: no, visualisation of the tubaric ostia on left and right was good, cannulation on left was difficult and had moderate pain on both sides. After essure removal, the improvement of the patient is evident, general tiredness disappearing. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2010: satisfactory occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: the following information was received: lot number, medical history was updated from 1 ectopic pregnancy to 1 abortion. Patient underwent essure removal on (B)(6) 2019, case thus upgraded to serious incident. After the surgery the general tiredness was disappearing. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.